Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged and was found floating in the superior vena cava. The lead was repositioned on (B)(6) 2011. On (B)(6) 2011 the lead was removed and replaced.